Event description:
It was reported, that the patient had reached the goal temperature of 36.7 °c. Two hours later a patient temperature deviation alarm occurred, with a patient temperature of 38.1 °c. It was reported, that the water temperature was 5.6 °c. And the blankets feel cool to touch. The patient was not injured during this event.

Manufacturer narrative:
The customer resolved the issue after speaking with the customer support line, by turning the unit off and on again. Based on the information provided by the user facility, it was determined that the issue was not due to any component level defect and was due to user error.

Event description:
It was reported that the patient had reached the goal temperature of 36.7 °c. Two hours later a patient temperature deviation alarm occurred with a patient temperature of 38.1 °c. It was reported that the water temperature was 5.6 °c and the blankets feel cool to touch. The patient was not injured during this event.